Event description:
It was reported that the user accidentally dropped the ilet and the screen became black and unresponsive, and the device did not power on when placed on the charging pad. Symptoms included no alerts or alarms and no reported adverse clinical effects. Outcomes included a replacement arranged and instructions provided for shutdown, data sync to the mobile app, return of the device, and start-up required on the replacement. Investigation included device history review and customer interview. Investigation of this case revealed physical damage consistent with impact to the display assembly leading to loss of screen function and inability to operate the device. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to external impact.